Event description:
Customer medwatch report received on (B)(6) 2011, states: near end of the case involving lamninectomy of l4-l5 and l5-s1, during the closure of the fascia, a piece of needle holder was found in the surgical wound/field. It was removed. To insure no additional metal pieces of the needle holder had remained, an intraoperative x-ray was completed and reviewed by surgeon. No additional metal artifact was identified and closure proceeded without incident.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.